Event description:
A solventum representative reported the 3m¿ ranger¿ blood/fluid warming high flow set broke at the spike to tubing connection during a transfusion protocol. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
The device was discarded; therefore, no lot number or sample is available. Solventum is unable to verify the leak, identify exact location and root cause without a sample. Based on the problem description, a likely cause is the tubing disconnected from the spike. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.